Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The device was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assemblies. The unit also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer was able to clear the alarm but the issue kept coming up. Customer¿s blood glucose was 76 mg/dl. Customer reported the device might have gotten a little wet when he was in the canoe, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.